Event description:
Customer reported that the t:slim x2 pump battery was not charging and experienced a power source alert. There was no adverse impact to the customer's blood glucose level. Customer tried different wall adapters and charging cables without success, so technical support decided to replace the pump. Customer was informed about the replacement process, including returning the problematic pump within 10 days and receiving training through their tandem source account.